Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 425mg/dl and 57mg/dl. No quality controls were run. No adverse event reported. Customer has no strips to return; a replacement was sent.